Event description:
On (B)(6) 2020, the user contacted dario to report a high blood glucose reading of 447mg/dl. She had not been feeling well, with a headache, dizziness, and stomach ache, after working out in the sun, so she decided to test her blood glucose. Due to the above, she called her doctor, who told her that this may be a single episode, and that she should test again the next day and call back if her reading was above 250 mg/dl. As her reading was above 300 mg/dl the next day, the doctor prescribed her to take 500 mg of metformin and 1.8 mg of victoza. She had no adverse effects due to the medication. The user had not been on medication for the past 3 years, as her blood glucose had been under control. The next day the user compared her blood glucose with a friends meter, and received readings of 320 mg/dl with the dario, and 94 mg/dl with her friend's meter. She did not medicate thereafter. While on the call with dario's representative, it was determined that the user's strip cartridge was open for more than 6 months. Dario's representative instructed the user to take her blood glucose reading with a strip from a new sealed cartridge. The user tested and received acceptable readings. Dario's user guide, states in the section regarding "factors that may lead to inaccurate results", "the length of time that has passed since first opening the test strip package exceeds the shelf life" and may lead to inaccurate results. Dario's representative reminded and explained to the user that strips that have been opened for more than 30 days can cause high readings. In addition, dario's representative explained to the user regarding proper handling and storage of the strips. The user realized that it was her error. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.